Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned off the insertion device. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, after t1 of a fast fix 360 was deployed, the t2 could not. It is unknown if there was a surgical delay. The procedure was successfully completed using a back-up device. No further complications were reported.